Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/17/2015 with the following findings: a visual inspection of the pump revealed that the cartridge compartment was intact; there was no damage observed to the piston cap or debris observed in cartridge the compartment. During testing, the rewind, load and prime sequence were performed multiple times with varying units of insulin. The remaining insulin reading was found to be calculated and recorded correctly. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint of a remaining insulin reading issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. The reporter alleged that the pump was showing that there was more than 20 units over what was expected at the beginning of cartridge use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.